Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining erroneous, non-reproducible progesterone results for twenty-two (22) different patients that did not match the patients' clinical history generated by the unicel dxi 800 access immunoassay system used in conjunction with the access progesterone reagent (lot # 112198). This event occurred over several days since (B)(6) 2011 after the instrument was installed in the customer's laboratory. This report documents the results obtained on (B)(6) 2011. The customer did not provide any additional patient information. The customer did not indicate any other instrument or assay related issues in connection to this event. The customer did not indicate any sample integrity concerns in connection with this event. In spite of a lack of patient information which would be required to determine if patient results crossed any clinically significant ranges, it was determined from the customer data that repeat patient results did not reproduce within labeled progesterone assay precision limits. The erroneous results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer supplied data, the customer's qc has been performing within the laboratory's established ranges at the time of the event(s). System check data have not been supplied to date. Patient samples were collected in serum sample tubes. No sample collection or preparation information was supplied. Service information has not been supplied to date for this event. The cause of this event could not be determined based on the supplied information. The following mdrs (total count: 19) listed below includes the complete list of reports submitted for this event that occurred at this customer site: 2122870-2012-01192, 2122870-2012-01193, 2122870-2012-01194, 2122870-2012-01195, 2122870-2012-01196, 2122870-2012-01197, 2122870-2012-01198, 2122870-2012-01199, 2122870-2012-01200, 2122870-2012-01201, 2122870-2012-01202, 2122870-2012-01203, 2122870-2012-01204, 2122870-2012-01205, 2122870-2012-01206, 2122870-2012-01207, 2122870-2012-01208 2122870-2012-01209, 2122870-2012-01210.